Event description:
No access to manager was reported. An investigation is required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
No access to manager was reported. An investigation is required.

Manufacturer narrative:
Please refer to the attached corrected analysis report.

Event description:
No access to manager was reported. An investigation is required.

Manufacturer narrative:
Preliminary analysis showed an inadequate software management of a step in the software version setup (the uninstall part) that could occur when there is a very slow programmer or significant database size.

Event description:
No access to manager was reported. An investigation is required.